Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included vancomycin (2g/2l, route and frequency not reported) and fortum (1g/2l, route and frequency not reported). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.